Event description:
Customer reported issues with the tandem mobi pump, specifically experiencing cartridge alarm 34 on multiple occasions. These issues seemed to stem from trying to use a cartridge with insufficient insulin and triggering a prime limit by attempting to prime the tubing excessively. There was no adverse impact on the customer's blood glucose levels. Technical support advised resuming insulin after loading the cartridge to prevent such alarms and continued to troubleshoot the cartridge alarm 34. No other information was obtained.